Event description:
Info rec'd indicates the head section is drifting down due to the CPR cable being adjusted too tight.

Manufacturer narrative:
The technician adjusted the CPR cable to repair the bed.